Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the device was programmed to deliver levophed 8mg, at a rate of 35ml/hr, and the delivery was started. No further programming parameters were provided. At 1745, it was reported the nurse entered the pt room and noted the device was alarming e437 (s/w failure). At that time, the nurse noted that the pt's blood pressure had decreased to an unspecified level. No specific details were provided. The device was removed from clinical use. Therapy was resumed using a replacement device. After an unspecified length of time after the delivery was resumed, the customer contact reported pt's blood pressure increased to an unspecified level. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history found that on the reported event date of (B)(6) 2012, the programming present in the history did not correlate with the customer's reported programming; however, at 1520 and 1523, the customer reported alarm condition of e437 was noted. This report represents all the info known by the reporter upon query by hospira personnel.